Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the pump emitted a call service alarm. It was reported the pump was dropped to the ground prior to the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/10/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/27/2014 with the following findings: one cs 088-85b3 alarms was observed in the alarm history on the reported failure date of 01/13/2014 @ 12:11.2. The time and date was accurately set at start of investigation. Investigators performed pump rewind, load, and prime with no alarms. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no alarms duplicated. The pump was opened for further investigation and there was no moisture corrosion observed on u38 watch dog or pcb. The pump did not vibrate five times and no loud fire alarm sound during investgation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.